Event description:
Customer reported experiencing multiple occlusion alarms regardless of device placement on body. There was no adverse impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support.